Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to high blood glucose 600 mg/dl. His symptoms were dehydration, tiredness, and frequent urination. Customer stated he was hospitalized due to bent cannula and did not have a no delivery alarm. Customer also stated he had a cat scan while wearing the device. Troubleshooting was performed. Unable to perform high pressure test customer did not have a tubing clamp. Device was missing part of the bolus history. He had a bent cannula. No further information to report.